Event description:
It was reported that the insertion of the iab was uneventful. An x-ray taken post-op revealed that the balloon was very low in the aorta. Physician advanced the iab with no difficulty. On a follow-up x-ray it was noted that the balloon had folded over. The decision was made to remove the iab and there were no pt complications.